Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks prior to the date the manufacturer became aware. Sc-1232 (sn (B)(6). Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.